Event description:
It was reported that patient had pain and recurring incontinence. Cystoscopy was used to diagnose an erosion in spongiosum and urethra. Physician believes cuff was causing the erosion. All components were explanted.